Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 09/16/2013.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with hysterectomy due to menorrhagia, dysmenorrhea, urodynamic sui, urethral high probability and bladder pain. It was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding, recurrence, dyspareunia, neuromuscular problems and chronic vaginal drainage. (B)(4).